Event description:
The user facility's biomedical engineer reported that during sterilization of the device at the medical facility, the sternal saw was noisy and seemed to be running slow. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.